Manufacturer narrative:
(B)(4).

Event description:
Patient reported inaccurate cgm values the reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, the patient reported that they felt weak and could not see. The cgm was displaying 84 mg/dl while the bg was 48 mg/dl. The patient took a glucose injection and ate sweets and drank apple juice. At the time of the report, the patient felt normal. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).